Event description:
A 30-yr-old male had a left subclavian implanted port inserted 8/14/95. On 1/22/96 the catheter either broke or came apart and migrated down and lodged in the pulmonary artery requiring extraction as an outpatient. Catheter was extracted without complication.